Event description:
A malfunction alarm on the pump was reported. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was informed that they could continue using the pump and advised to call back if any malfunction codes reappeared.